Event description:
It was reported that a remote transmission showed that the right ventricular (rv) lead had t-wave oversensing for 8 beats then resolved after the patient received a shock for multiple episodes of ventricular tachycardia (vt)/ ventricular fibrillation (vf). Medication changes were made to decrease the arrhythmia and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). A 4193 implantable pacing lead, (B)(6) 2006. A 5568 implantable pacing lead, (B)(6) 2006.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.